Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3: date of event: the date of the event was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h9: FDA correction/ removal reporting no. (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an aneurysm coiling, a cerebase guide sheath catheter ((B)(6))cracked at the tip. The operator opened another device and started the procedure. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional event information received on 16-feb-2024 indicated that the event date was 25-jan-2024. The event occurred just before the case was about to start. Section e1. Initial reporter phone (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an aneurysm coiling, a cerebase guide sheath catheter (gs9090sd, 31103842) cracked at the tip. The operator opened another device and started the procedure. There was no patient injury reported. Additional event information received on 16-feb-2024 indicated that the event date was 25-jan-2024. The event occurred just before the case was about to start. One photo accompanying the complaint file shows one kinked condition near the ID band. No internal braided wires were exposed, and the device is not separated in two or more pieces. The rest of the device is not observed in the photo and no further damages could be noted. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Catheter was received with no fractures in the shaft in any location. There was a severe kink with evidence of twisting and lumen compromise approximately 2mm distal to the ID band at hub (89.8 cm from the tip). Note the absence of any cracking or fracture of the vestamid polymer topcoat in the kink area. There were three other areas where the main vestamid shaft was permanently bent by various amounts, but not kinked. The distances from the tip are approximately 21.5 cm, 28.5 cm and 77 cm. The polymer topcoat is plastically stretched and conforming to the underlying braid. There is no fracture of material at these locations, and this plastic stretching phenomenon is normal when the vestamid material is bent but not kinked. There was a flattened spot at a location 9 cm from the tip, in the l6 segment. There is no evidence of distal nor proximal shaft cracking on this unit. Image 8 shows the distal fuse region of the catheter. All polymer segment interfaces are still well fused. The issue regarding a catheter being cracked at the tip was not confirmed since during the inspection the catheter was found properly fused. The catheter experienced a severe kink with a twist adjacent to the proximal hub. This kink was most likely caused during manipulation/torquing of the catheter. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The instructions for use (IFU) contain the following cautions: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. ¿ exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4) one photo accompanying the complaint file shows one kinked condition near the ID band. No internal braided wires were exposed, and the device is not separated in two or more pieces. The rest of the device is not observed in the photo and no further damages could be noted. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a catheter being cracked at the tip was not confirmed since the cracked condition was not found in the device. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.